Event description:
A patient underwent an aortic valve replacement via median sternotomy with concomitant posterior wall encircling ablation using an olh clamp. The olh was placed, and ablation completed successfully. When coming off pump and filling the heart bleeding was noticed. Upon inspection there was a hematoma at one of the ablation lines on the atrioventricular groove towards the appendage. Administration of platelets was required, and the injury was repaired with 2 pledget sutures. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.